Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. The electrode was returned with the tip severed off. Resistance tests were completed to assess electrical performance. Measurements throughout this test were within normal limits.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6)2017. The patient device and electrode (see report#2124215-2017-21288) were explanted due to infection. The electrode were received at boston scientific's return product department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this boston scientific local representative contacted boston scientific's technical services in early(B)(6) 2017. This large patient had been presented to the electrophysiology (ep) laboratory in early(B)(6) 2017 for a scheduled implant procedure. The electrode was successfully positioned and secured utilizing a two-incision technique. The implant procedure was completed without incident. However, it appears that the patient had fallen off the exam table and/or hospital bed. A chest x-ray was obtained a few days later which showed that the electrode had pulled back (curled back onto itself). On (B)(6) 2017, the patient was being prepared for an electrode revision procedure. Another chest x-ray was obtained which showed the electrode in normal position. The electrode seems to be moving with chest tissue. A 3rd incision was made and a suture was added up near the sternal notch. There had been no inappropriate shocks or oversensing. The device's sense vector was in secondary. There were no patient adverse effects as a result of the second procedure to add a 3rd suture.